Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02798 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient began to experience chronic pain, excessive bleeding, infection, dyspareunia and erosion and destruction of vaginal tissue warranting the need for additional surgical intervention. All other information, including the patient's current condition, is unknown and reportedly unavailable.